Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient recently met with the pa at the hcp (healthcare provider¿s) office who told him he needs a new ins and started setting up the surgery. The patient does not feel confident in pa's decision because initially pa told him her clinician equipment was not working, and then told him it was his ins that wasn't working and then said the leads might be broken. The patient had a gradual return of urgency and leaking since (B)(6) 2019. The patient requested to meet with a manufacturer¿s representative to have them do a device check before he rushed to have surgery. Patient explained further: prior to reprogramming 3 or 4 months ago, his prior program was not helping as much but he also had other medical intestinal problems, he had a bowel infection and they did reprogramming at the same time he was treated for the infection. Patient said he had that infection for many years it was just discovered in the fall, and they began treating it and that cleared up all his bowel problems and simultaneously had the programming that changed the bladder and that cleared up the bladder. Patient said he tried diagnosing himself using his programmer to increase and went from 3.9 v to 4.3 v and did not notice any feeling of stim in his groin area, had a loss of stimulation. Patient said he had been feeling stim prior. Patient was redirected to follow up with the hcp for the following reason: to report and resolve the symptoms and to have a rep check the system. It was noted the patient gave conflicting details regarding the timeframe of when the infection was discovered, he stated ¿in the fall¿ (of 2018) and also stated 3 or 4 months about which would¿ve been (B)(6) 2019. No further complications were reported or are anticipated.